Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests that assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. There were no field allegations related to this device while it was in service. The post market quality assurance laboratory received this device back for routine analysis, and initial investigation revealed a possible product performance issue. At this time, detailed analysis is pending

Manufacturer narrative:
When detailed analysis is complete, this report will be updated.